Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Reportedly, customer's blood glucose (bg) levels were impacted (300 mg/dl). Customer treated elevated bg levels with manual injections. Customer was unable to perform troubleshooting at the time of the report. Follow-up the following day by tandem technical support revealed that the customer changed out the cartridge and infusion set and no additional occlusion alarms occurred.